Manufacturer narrative:
Additional information: investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating, " device tilt and vena cava perforation." Cook will reopen its investigation if further information is received. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava

Manufacturer narrative:
Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen its investigation if further information is received.

Event description:
Per review of abdominal/pelvic CT, dated (B)(6) 2017, "positive for ivc perforation. Superior ivc filter at the l1-l2 disc space. Inferior level at the superior margin of the l3 vertebral body. No evidence of migration. There are four ivc prongs that have perforated that ivc wall. The ivc filter is tilted 10 degrees left-to-right at its superior margin. The superior margin of the ivc filter lies next to and abut the wall of the ivc on the right side."

Manufacturer narrative:
No information regarding the event has been provided. The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2005. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Changed from adverse event to product problem changed from serious injury to malfunction the event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 05/10/2017 as follows: plaintiff allegedly received an implant on (B)(6) 2005 via the right internal jugular vein due to deep vein thrombosis. Plaintiff is alleging device tilt and vena cava perforation.